Event description:
It was reported that during an implant procedure, when the lead was inserted into the device header, the set screw did not make the expected clicking. It was also reported that the set screw was fixated sideways and that the lead could not be disconnected from the device. Follow-up revealed that there was no intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.